Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Review of the most recent repair record determined the motor would slow and then stop, the needle bearings and screws were worn, an e-ring was deformed, a hinge gasket was missing, the swivel was loose, and the control bar position and unit were out of calibration. The motor, needle bearing, screws, e-ring, hinge gasket, swivel, shaft bearings, and sleeve bearings were replaced and the control bar position and unit were recalibrated to resolve the reported issue. The width plates were also found to be damaged; however, they were returned unrepaired. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit was sent in for preventative maintenance but found in need of repair. Evaluation of the device, however, found that the motor would slow and then stop. No adverse events were reported as a result of this malfunction.